Event description:
The pt was implanted with this ipg on (B) (6) 2008 and the ipg function and lead impedances were normal intraoperatively. The physician used fluoroscopy to confirm all system connections were intact. It was reported that in recovery, the ipg amplitude would not increase above 2-3ma. The pt reported that 2 days post-operatively she felt stimulation for 5 hours, turned the ipg off, but then was no longer able to communicate with the ipg to turn it on again. On (B) (6) 2008, the pt returned to the physician's office where attempts to communicate with her ipg were unsuccessful. An x-ray confirmed the ipg had not flipped within the pt's pocket site. The pt's ipg was explanted on (B) (6) 2009 and another ans ipg was implanted. Follow-up on the pt found that she is doing okay and that her system is reportedly working well.

Manufacturer narrative:
"Malfunction" is interpreted as a compromise of the device's therapeutic effectiveness (loss of pain relief) which contributed to significant device adverse event resulting in a surgical procedure to remove the device. Evaluation method: device history and sterilization records were reviewed. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. This MDR is being submitted past the 30 day reporting requirement as part of a retrospective review initiated in response to an FDA inspection. A retrospective review of the complaint record determined that ans misinterpreted the MDR regulations in this instance. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.